Event description:
A slimline s dermatome was involved in an incident during a patient procedure. The incident was described as follows; a (B)(6) male with a history of meningitis was undergoing a skin graft to his left lateral thigh by utilizing the model s slimline dermatome set for release of contractions. The desired graft depth was .008 and the dermatome gauge was set at .011 in order to attain the desired thickness. The device skipped when on the patient's skin resulting in the need for a second graft to be taken with a different dermatome.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.